Event description:
It was reported that the patient has expired after a implant duration of approximately 0.07 months. Patient also had a device explanted and another device implanted; please reference medwatch reports filed. The following was taken exactly from the death summary: acidosis persisted, and patient had phosphorus of 9 to 11. His cpk (creatine phosphokinase) was not elevated as much as you would expect for that diagnosis. The initial values were 3,000 and 5,000. His cardiac enzymes were not impressive, but he did require increasing amounts of support, as he got sicker. Throughout the next night he had active hemodialysis and developed ph of 6.9 despite everything and passed on early in the morning in 2009.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), additional information, the operative report, and the death summary was received. A device history record review is in process.